Event description:
The patient reported redness at the pocket site. The physician decided to explant the system.

Manufacturer narrative:
Culture reports were negative for infection. The explanted products were kept by the medical facility and will not be returned for evaluation.